Manufacturer narrative:
No lot numbers were provided to investigate production records. No product has been returned at this time. The report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "also, from a quality system standpoint, a few doctors have said that the threads of other sutures are often getting stuck in the "racetrack" holder, and when they pull to release the thread the suture tears. I will try and get the actual samples/lot numbers for when that happens. I just wanted to make you aware."